Event description:
Rn gave pt a bolus using "clinician bolus" feature. The nurse thought fentanyl was in the cassette but, it was morphine 5 mg/ml. He gave a 20 ml bolus (100 mg morphine). Error immediately noted. Pt was given narcan bolus and an infusion of narcan started. O2 administered. The pt suffered no adverse outcome. The pump allows a 20 ml bolus.